Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device was allegedly unable to be primed and self activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the top slide of the device was allegedly unable to be primed after the first sample pass and self activated. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain 30 chicken breast samples without issue. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the bumpers were bent by the spring. Based on the findings, the investigation is unconfirmed for the reported self-activation and failure to prime. The identified bent bumpers likely contributed to the identified incomplete cannula tang engagement and may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.